Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5.0 mg/ml at 0.5028 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a fall and the catheter moved down. The patient was put on orals and taken to surgery. During the procedure, part of the spinal segment of the catheter was replaced. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a fall. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.